Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead body did not find any anomalies but did find excessive blood clogged inside the connector pin and in the lumen. X-ray examination found over-torque of the inner coil consistent with procedural damage at the connector region. Blood flew inside the lumen of the lead through the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was not confirmed but blood in the lumen was confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, blood was noted to have entered the lumen of the right ventricular (rv) lead when the stylet was removed. The physician suspected the blood had entered the lumen of the rv lead due to insulation damage, though no damage to the lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.